Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a review of the pump black box data showed unusual fluctuation of the voltage resulting in a replace battery warning on (B)(6) 2018 on 05:09, followed by partially charged batteries being installed resulting in replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked with corrosion inside. A leak test failed due to the battery compartment crack. No damage was found to retuned battery cap; the battery cap secured properly to the pump with no power loss or warnings observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.